Manufacturer narrative:
Investigation summary: the complaint of product incorporates / allows air passage on item am3130 cannot be confirmed. Since no product samples, pictures, or videos were received for investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed, and probable cause cannot be determined. The device history record was reviewed, and no non-conformities were found that would have led to the reported condition on the complaint.

Event description:
Event occurred regarding a 129" (328 cm) appx 24.3 ml 15 drop admin set w/3 clave¿ clear, 4-way stopcock, 3 check valves, 3-port nanoclave¿ manifold, spin luer, 2 ext where the report stated that "the line was clamped with the roller clamp, and the stop cock was turned to off. The ivf continued to drip and run dry, pulling a large air bubble extending the length of the tubing." There was patient involvement, but no harm was caused by the incident.